Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncope and presented to the hospital. Attempts to interrogate the pulse generator were unsuccessful. A magnet rate of 95 ppm was obtained. The patient was moved into the hallway and at that point, the pulse generator could be interrogated. It was suspected that a potential source of electromagnetic interference in the room interfered with the previous interrogation attempts. No intervention was reported.